Event description:
It was reported that during a laparoscopic adjustable band procedure, the balloon was damaged when the closing mechanism advanced too far through the buckle. The band had to be removed and a new band was used to complete the procedure. There was no pt impact.

Manufacturer narrative:
Date sent: 06/16/2009. Info anticipated, but unavailable at this time.